Event description:
Customer reports the use by date on the aviva test strips vial is late 2007; MFR's database and batch record confirmed the actual use by date to be late 2006. No adverse event reported. Requested return of suspect device and replacement was sent.